Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Lead break is suspected. X-rays are pending. Lead impedance at time of implant surgery was within normal limits.